Event description:
Patient's mother called reporting defective supplies 2 cassettes both from same box and mini spike when drawing the remodulin from vial. The concentrate leaked through the valve. Pt's mom states that she does not need to replace the supplies as she still has extra, she just wants to report what happened. No other information is known. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No is the actual cassette available for investigation? Yes did we [MFR] replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved, resolved? Ongoing?. Reported to (B)(6) by: patient/caregiver.